Event description:
Patient reported that they have been diagnosed with bia-alcl. The patient advised they first presented with itching of the breast. The itching persisted for 1.5 years. They then experienced a ¿slight swelling¿ in the right breast which prompted their physician to send them for an ultrasound which found fluid. The fluid was aspirated (130ml) and sent for pathological testing. The patient advised the histopathological marker cd30+ and alk- markers were found.they were then treated with bilateral device removal and capsulectomy.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphoma-alcl and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, swelling, alcl.

Event description:
Patient reported that they have been diagnosed with bia-alcl. The patient advised they first presented with itching of the breast. The itching persisted for 1.5 years. They then experienced a ¿slight swelling¿ in the right breast which prompted their physician to send them for an ultrasound which found fluid. The fluid was aspirated (130ml) and sent for pathological testing. The patient advised the histopathological marker cd30+ and alk- markers were found. They were then treated with bilateral device removal and capsulectomy.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3, b.6, b.7, g.2, h.6.